Event description:
It was reported the programmer was returned to fix the keyboard and the analyzer port. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) keyboard is loose. Analyzer bay door is missing.